Manufacturer narrative:
Concomitant medical products: product ID: vedr01 ipg; (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and intermittent thresholds, and noise. It was noted that the patient experienced bradycardia. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.